Event description:
It was reported to boston scientific corporation that a solyx sis system was used during an anterior repair, sling placement and posterior repair procedure. According to the complainant, during the procedure, the physician did not like the positioning of the sling because it looked twisted. The physician removed the entire device but did not place another sling. The physician did not feel like there was adequate space for sling placement and the urethra seemed short. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".